Event description:
A surgeon reported that following an intraocular lens (iol) implant procedure, the cylinder was corrected; however, the postoperative refraction was -2.75 sphere on the first postoperative day. The target was -0.46. Additional information has been requested.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis; the lens remains implanted. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Additional information was requested by fax and email. (B)(4).